Event description:
It was reported that the right ventricular lead had high rv coil impedance and was possibly fractured. The lead was reprogrammed and was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.